Event description:
It was reported that the right ventricular lead was found to be perforated many days after the original implant. The patient was noted to have discomfort. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead was found to be perforated many days after the original implant. The patient was noted to have discomfort. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal electrode was covered in blood. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.